Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 str insrtr threaded shaft item# 110003452, 432508 was received and evaluated against the complaint. The product was returned showing signs of use with discoloration along the entirety of the shaft. The product ID was confirmed by the etch on the shaft. The threaded end of the inserter is fractured, leaving two threads intact. The remaining portion of the fractured threads were not returned with the shaft. There¿s no other noticeable damage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery the threads on the impactor broke as the cup was being impacted. Attempts have been made and no further information is available at this time.